Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician explained that he placed the torque device on the green portion of the separator but he had difficulty removing the torque device from this position. He later took the torque device completely apart and was able to remove it from the separator. In removing the torque device, the green color sleeve on the silver portion of the separator was removed. The physician pulled another separator and continued the case.